Event description:
It was reported that the piston does not recognize the reservoir. No additional information provided.

Manufacturer narrative:
Findings: unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.